Event description:
It was reported the pt (australia) was receiving ineffective low back stimulation in addition to abdominal stimulation. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.